Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire etco2 during a case. There was no report of negative patient impact. The device was returned to philips for evaluation. The reported symptom could not be reproduced. The involved filter lines were not saved for evaluation. After passing all required testing the device was returned to the customer for use. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
This customer reported that they were unable to acquire etco2 during a case. There was no report of negative patient impact.